Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was seen on the egms. It was noted that the noise could be due to a low battery on the ICD, but a lead issue could not be ruled out. The lead remains implanted.